Event description:
Customer reported an incident of hyperglycemia requiring professional medical treatment at a time when she attempted, but was unable to use her advantage system due to no power. A request was made for the return of the system and a replacement was sent.